Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was sensing the ventricular signal. An atrial lead dislodgment was suspected. Boston scientific technical services (ts) recommended performing a chest x-ray to confirm the lead location. The chest x-ray showed normal lead position. The ra lead remains in service and will continue to be monitored. No adverse patient effects were reported.